Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2000, mesh was implanted and on (B)(6) 2004, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urethral hypermobility, sui, cystocele, rectocele, and bilateral para vaginal defects. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to urethral hypermobility, sui, cystocele, rectocele, and bilateral paravaginal defects. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to foreign body in bladder and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4) urinary problems. Dyspareunia. Foreign body in bladder. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to foreign body in bladder and dyspareunia. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/31/2016.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).